Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned with the tissue pad missing. The device was tested and found to be functional; no error code 5 was noted while testing. The blade was not damaged. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue

Event description:
It was reported that during a laparoscopic sigma procedure, generator showed erro rcode 5, the blade of the shear had cracks, patient is okay. Another device was used to complete the procedure. There were no adverse consequences for the patient.